Manufacturer narrative:
D10 concomitant products: egia45amt - egia45amt egia 45 artic med thick sulu, lot# p3f0511 sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the physician confirmed that the green button did not light up when attempting to use the cartridge. There were no problems when the nurse checked the opening and closing. It was also noted that the handle was not squeezed and the stapler failed to fire, and when the defective product was received and the cartridge was checked, a staple was coming out a bit, which might have resulted in pre-firing.